Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head section will raise when the bed is plugged in without depressing a side rail switch. There was no reported injury.